Manufacturer narrative:
Concomitant medical products: product ID: vedr01 ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, the physician noticed that the right ventricular (rv) lead had a crack in the insulation. Upon further inspection, the insulation was completely cracked to the point that the "bare wire" was visible when the  insulation was pulled. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.